Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver 4.11d. Retainer = clear. The customer reported crack in the case along side of the battery compartment. The following were noted during physical inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, case cracked at the corner of the belt clip rails, and cracked battery tube threads. The pump passed the displacement test and a test p-cap does lock into place inside the reservoir compartment properly. Cosmetic damage is confirmed. The pump had a crack on the battery compartment at the corner of the belt clip rails and cracked battery tube threads.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.